Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced stopper separation from the plunger. The following information was provided by the initial reporter: stopper separation from plunger ×1.

Manufacturer narrative:
H6: investigation summary: seven photos and ten actual samples were received by our quality team for evaluation. On the stopper separation from the plunger samples, it was observed that the plunger rod was detached due to the plunger head chip off. A device history record review found no non-conformances associated with this issue during production of this batch. The stopper separation from the plunger, the probable root cause of the plunger head chip off could be due to the molded plunger tip hitting against the molded plunger target box when transferring the product from the molding machine to the assembly line. A curtain will be installed at the molded plunger target box to acta as a cushion and reduce impulse. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced stopper separation from the plunger. The following information was provided by the initial reporter: stopper separation from plunger ×1.